Manufacturer narrative:
A review of the device quality records showed that the device demonstrated compliance to established procedures and specifications at the time of manufacture.

Event description:
The patient was treated with ovation ix for an abdominal aortic aneurysm. The device was advanced and deployed as expected per the device IFU. Approximately 10 minutes post polymer fill of the aortic body stent graft, the patient experienced hypotension; it was noted that the polymer syringe had 2ml of polymer remaining in the syringe and the graft appeared as expected with no visible leaks on fluoroscopy. The patient was treated for the hypotension per hospital protocol and stabilized. A rupture of the aorta was suspected, therefore the stent graft sealing rings were ballooned using a coda balloon for approximately 4-5 minutes. The procedure concluded without further incident, and the aneurysm was successfully excluded at the completion of the case. As of the date of this report, there have been no additional patient sequelae reported and the patient will continue to be monitored.

Manufacturer narrative:
The root cause for the reported potential rupture could not be determined with the limited information available. An evaluation of the reported event could not be completed due to a lack of receipt of relevant medical records and/or imaging. Requests were made on (B)(6) 2018, (B)(6) 2018 and (B)(6) 2018 and no response was received. As such, event determination, off label conditions, related patient harms and patient disposition could not be independently assessed. The lot history records related to the subject device referenced in this complaint record were reviewed for potential contributing factors for the failure mode(s) described in this event. A review of the device quality records showed that the device(s) demonstrated compliance to established procedures and specifications at the time of manufacture.